Event description:
It was reported that pump self-rebooted multiple times without user intervention.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was evaluated and a single reboot was observed in the history but could not be duplicated. The pump was exercized for 24 hours with no issues. All pump functions were found to be operating within required specifications.